Event description:
The cardiologist could not advance the iab through the clear hemostasis valve. The iab was removed and a second was inserted. Event complications: unknown - reported 11/22/96. Pt's current status: rpt'd 11/22/96.

Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 4/25/97. Evaluation summary: a datascope iab, was returned for evaluation along with a clear, 10 french, 11 inch hemostatsis valve assembly. Blood was noted on the exterior of both devices. In addition, two blue dilators were returned with one dilator noted to be in place through the clear valve assembly. No kinks were noted in the sheath tubing but kinks were noted in the balloon's inner lumen near the catheter/membrane junction. The i.d. Of the sheath was measured and found to be within datascope's mfg specifications. It was not possible to pass the returned folded membrane thorough the clear hemostasis valve due to the kinks in the inner lumen. A 60 cc. Vacuum was pulled on a laboratory folded membrane using a laboratory syringe and a one-way valve. With the vacuum maintained, the folded membrane easily passes through the returned clear hemostasis valve assembly without difficulty. Probable cause of difficulty: laboratory examination of the returned iab and sheath/clear hemostasis valve assembly did confirm the reported difficulty although no defect was found in the clear hemostasis valve/sheath assembly. Based on the condition of the returned iab and laboratory examination, the encountered difficulty most likely was related to the inner lumen kinks. In general, difficulty advancing the iab into the sheath/hemostasis valve assembly may be attributed to one or more of the following: the user may have drawn a sufficient vacuum on the balloon during its assembly from a blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The patient may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. The catheter and/or inner lumen kinked during insertion if the balloon was not supported by a guidewire (condition of the returned iab supports this statement). The catheter was held too far back from the site of insertion.